Manufacturer narrative:
(B)(4).

Event description:
The patient was referred for surgery to reposition her generator. After the surgical procedure was closed, the patient's generator was interrogated and appeared to be unexpectedly nearing end of life. Follow up with the surgeon indicated that electrocautery was used in the procedure and the generator was likely struck, inducing an asic latch-up condition. Further communication established that the battery indicator changed to not show an end of life, which is an expected event for generators which experience this condition. No surgical interventions have occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s battery was low at one quarter of its full level. The treating physician commented on the relation of this low battery level to the prior incident of electrocautery usage. The patient was referred for generator replacement surgery, but surgical intervention has not occurred to date. No additional pertinent information has been received to date. A review of internal programming data confirmed the previous report of a sudden decrease in battery status at the time of the previous vns surgery.

Event description:
The patient underwent generator replacement due to battery depletion. The explanted generator has not been received to date. This information was also reported in MFR. Report# 1644487-2015-06231.